Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that pinhole ruptured occured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, after passing through the non-specified guidewire, the balloon was used. However, pinhole rupture was noted upon first inflation at 8 atmospheres due to severe calcification. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient condition is good.